Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) was expelled from the implantation site. The patient had removed the steri-strips and dressing covering the loop recorder, which resulted in the adhesive and closure of the incision becoming compromised, leading to wound dehiscence. Subsequently, while bending, the icm protruded and was expelled from the chest on (B)(6) 2026. No intervention or adverse patient outcomes were reported.